Event description:
(B)(4) - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with moderate to severe functional mitral regurgitation. Two mitraclips were implanted without a device malfunction and without complications. The mr was reduced to grade 1+. On (B)(6) 2024, the patient was admitted to the hospital due to heart failure. During the hospitalization, moderate to severe mr was noted. Per physician, the heart failure was unrelated to the device, however, the recurrent mr was deemed device related. There was no device malfunction and no tissue injury reported or noted. No treatment was provided for the recurrent mr, and the patient has been discharged from the hospital.

Manufacturer narrative:
A2, a4: patient demographics were obtained from baseline data. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported mitral valve regurgitation could not be determined. Mitral valve regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.